Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft bearing and corrosion on gear wheel 3. Interrogation of the pump determined it was used to infuse hydromorphone [20.0 mg/ml] at 0.126 mg/day and clonidine [1,600.0 mcg/ml] at 10.1 mcg/day. Additionally, during testing, a low battery reset occurred with undetermined cause that resulted in a lab failure.:conclusion code 92 no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jun-07. It was reported that the pump was placed in the mail for return on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on (B)(6) 2017 that there was a motor stall. Device interrogation was done as troubleshooting performed and the logs showed a motor stall occurred without recovery. There were no environmental/external/patient factors that may have led or contributed to the issue. It was indicated that the issue was not resolved at the time of the report. It was also indicated that no interventions or actions were taken to resolve the issue and that no surgical intervention had occurred at the time of the report but was planned and scheduled for (B)(6) 2017. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.